Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a preparation for a coronary artery drug eluting stenting treatment procedure the stent dislodged from the stent delivery system (sds). During preparation, it was noticed that the wire had a great deal of contrast on it. As the physician was loading the 2.50x12mm taxus express2 drug eluting stent (des) onto a transverse wire the device froze to the wire. While removing the sds from the wire the stent came off the device. The stent never entered the pt and the procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "fine."